Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and failure analysis investigations not replicated nor confirmed the customer reported complaint ¿cable torn.¿ the reported symptom was not found related to the reported instrument. It is possible the wrong part was returned for this complaint. The instrument was visual inspected internal and external, no issues was identified. No product issue was identified. The complaint was not confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to non device related factors. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large suture cut needle driver instrument had a torn cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further information was provided regarding this matter.